Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. Sheath was hooked to a pressure bag on a check flow. The guidewire was inside the catheter, flush with the tip of the catheter per protocol. When the farawave catheter was inserted into the faradrive sheath, the physician continued to aspirated air after many attempts were made to troubleshoot the problem. Air was seen when aspirating the sheath. Excessive bubbles were seen in the aspiration syringe. The air did not appear to be coming from the distal end of the sheath. It was determined that the hemostatic valve was faulty/damaged and introducing air. The sheath was replaced and the issue was resolved. No air was seen in the patient. Procedure was able to be completed successfully without any patient complications. Device is expected to be returned for further analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. Sheath was hooked to a pressure bag on a check flow. The guidewire was inside the catheter, flush with the tip of the catheter per protocol. When the farawave catheter was inserted into the faradrive sheath, the physician continued to aspirated air after many attempts were made to troubleshoot the problem. Air was seen when aspirating the sheath. Excessive bubbles were seen in the aspiration syringe. The air did not appear to be coming from the distal end of the sheath. It was determined that the hemostatic valve was faulty/damaged and introducing air. The sheath was replaced and the issue was resolved. No air was seen in the patient. Procedure was able to be completed successfully without any patient complications. Device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. During preparation for leak testing, an attempt to purge the sheath of air was unsuccessful, and the device was observed to have a leak from the handle of the sheath. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.